Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the concerto implant coil returned found detach from the pushwire. This condition was not reported initially. Additionally, the concerto implant coil actuator interface (ai) and coupler tube were found to be present but loose. The concerto implant coil pushwire was found to be bent and kinked. The coin was found to be present but not located against the lumen stop, and the shield coil was found to be present. Based on the device analysis and reported information, we were unable to determine the cause of implant coil detach from the pushwire. It is likely that the damage to the concerto implant coil and pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. It is likely that the coil detachment occurred during the attempt to push/pull the coil through the micro catheter against the reported resistance. Note: the concerto coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be advanced out of the distal part of the microcatheter during the procedure. The physician want to replace the coil for a new one to complete the procedure. No patient injury was reported as a result of the event. Evaluation of the returned device found that the implant coil was detached from the pushwire.